Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n100014, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The in dications for use were noted as non-malignant pain, lumbar radiculopathy and failed back syndrome-other. The patient had a spine surgery last week and the surgeon disconnected the catheter from the pump. The pump was programmed to min rate at that time. The patient was currently not receiving therapy from the infusion system. Outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
The initial reporter was updated.

Event description:
Additional information received from the manufacturing representative reported that the initial reporter of this event was the health care provider (hcp), and was reported to manufacturing representative on (B)(6) 2015.

Event description:
The following information should have been submitted on the initial report: the indications for use were failed back syndrome and lumbar radiculopathy. The reporter was not aware of any adverse events associated to the catheter being disconnected. The cause of the spinal surgery and the disconnect was unknown.